Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that he implanted a 12.6 mm micl12.6, -10.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was explanted due to chronic iritis. It was reported that the patient was treated with durezol and pred forte for over three months. The reported stated that in his opinion the cause of event was due to patient sulcus anatomy. On (B)(6) 2018 the surgeon reported that the patient is continuing a steroid taper and that the patient continues to recover. If additional information is received a supplemental medwatch report will be submitted

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a cartridge case with residue on lens. Visual inspection found a piece of the haptic missing and residue on lens. (B)(4)